Manufacturer narrative:
One unused sample was received for evaluation. Visual and functional inspection found no discrepancies. According to sample received, the failure mode ¿leaking¿ was not confirmed. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.

Event description:
It was reported that the amount of medication (fluorouracil) remaining in cassette did not match the reservoir volume displayed on pump because a lot of it leaked. There was an alarm during the infusion and the error was not resolved. There was a delay in treatment for 12 hours and then infusion was restarted with another pump, however, they did not receive full dose as they had to have it disconnected before the clinic closed. There was patient involvement and no patient harm/adverse event reported. Programmed volume to be infused: 101 ml. Programmed rate: 2.2 ml. Volume delivered: 25.65 ml. Volume remaining: 73.6 ml. The amount remaining should have been 73.6 ml. Air detector and upstream sensor were off. Length of infusion: 46 hours. Lock level: 2. A cstd was used to fill the cassette. The pump was used to prime the extension tubing.